Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. The IFU states; do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. No failure mode was identified. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that the sealing was not correct and the device did not seal tissue. According to surgeon the device did not seal correctly although apparently everything seemed to be correct but when opening the device he observed a very slight bleeding. There was no significant bleeding, no tissue loss or damage, and less than 30 minutes delay in surgery time. A new device was opened to complete the case.